Event description:
After an implantation period of approx. Two months from the ICD and of estimated 43 months from the lead, an intermittent undersensing on the ventricular channel was observed. The device and the lead were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these device were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the devices proved the device functions to be as specified. Next, the ICD was interrogated, revealing the bos battery status, 3 charging cycles were recorded in the devices memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation process. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the ICD proved the device to be fully functional. There was no indication of a malfunction. The returned lead was analyzed revealing a rubbed through insulation in the distal region of the lead. This damage can be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.